Event description:
It was reported that issues with opsite flexfix gentle not sticking were found, when backing removed, it isn't very sticky. 1 box of batch number 1336151903 was affected.

Manufacturer narrative:
The device intended for use in treatment was not returned for evaluation with no additional information provided we have not been able to establish a relationship between the reported event or determine a root cause. Probable root causes include storage temperature, or raw material, IFU offers further guidance. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported event. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.